Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the black box data showed an unexplained reboot. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion and rust was found in the battery compartment. No damage was observed to the cracked battery compartment; the cap was able to fully attach on to the pump. The pump powered on to a blank display screen; the complaint could not be fully investigated due to this. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and moisture was found throughout the inside of the pump.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.